Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their two front teeth have chipped since starting treatment and the treatment is not working even having refinements. The patient update that they had visited their dentist and their dentist agreed that byte has worsened their teeth. They now require having two extractions and that their bite is off. Their dentist is not willing to get involved due to legal concerns. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.